Event description:
It was reported that a patient underwent a foot surgery procedure on an unknown date. The patient experienced the suture break post-operatively. No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). (B)(4). Results: three portions of suture material returned for evaluation. Results as follows: approximately 8 cm of suture material. Both ends were cut with no damage on the strand. Approximately 4 cm of suture material. Both ends were cut with no damage on the strand. Approximately 1.5 cm of suture material. One end was cut. The opposing end had been severely damaged with a surgical instrument and appeared to have subsequently broken. Conclusion: the device information for use cautions the user that "care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders."